Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose was 305 mg/dl. The customer was treated with insulin pump and other day she did manual treat. The troubleshooting was performed. It was explained to the customer the two high blood glucose rule. The customer was advised to change the entire set, reservoir and insulin and treat per healthcare provider instructions. The customer stated that the sensor readings are tracking correctly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.